Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus during use of the mitraclip delivery system (cds). It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The steerable guide catheter (sgc) was inserted and the mitraclip delivery system (cds) was advanced in the left atrium (la). Thrombus was visible in the la, requiring more heparin. The activated clotting time (act) was approximately 250 seconds. The clip was placed, without issue and thrombus was observed again. The clip was implanted, the devices removed, and thrombus was no longer visible. A computed tomography (CT) scan is planned. There was no adverse patient sequela reported. No additional information was provided.